Manufacturer narrative:
Gbo complaint (B)(4). We received 52 pcs of 450042/19i29c and 2 containers (used) unknown/unknown for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. Manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Customer returned (used) samples were visually checked, . 1pc consisting of 2 parts which made the needle hub, were separated. Both parts were visually checked in details. One part of the hub had a crush of rib and the other part of the hub had a scraped luer taper; which were traces that both hubs were mated properly until they were separated and no abnormal appearance such as damaged could be observed. The dimension of the hub (scraped luer taper) was measured and found to be within standard range. Unfortunately, the dimensions between ribs could not be measured, due to a damaged caused by separation. Retain and customer (unused) samples were visually checked. Needle hubs were found to fit normally and no abnormal appearances were observed. The fitting strength was measured, and all results were within the standard range. Samples were also connected to greiner standard holder and no separation of needle hubs could be found. The complaint is not confirmed.

Event description:
Customer states, within the last 7-10 days, after gently screwing the needle onto the holder and then inserting a blood tube into the holder, needle breaks while in patient's arm.